Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19665722/19942855.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All device components were explanted and will not be returned.